Event description:
It was initially reported that the device was explanted and returned for disposal. Additional information received reported that device was not working for the patient, as the gastroparesis symptoms persisted. The patient felt he was ¿getting electrical shocks¿ in his left upper quadrant four to five times a day. As a result of the shocking and unresolved nausea, the device was turned off. The cause of the event was not known, as well as the reason for explant and the patient¿s outcome.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).